Event description:
Healthcare professional reported injector stuck and xen®45 gts could not be deployed in the right eye. Physician noted longer surgery and patient discomfort. Surgery was completed with another xen®45 gts.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the complaint was confirmed as the returned injector was unable to be actuated due to the bent needle. The needle could not be sufficiently straightened and was unable to be tested for actuation. The reported complaint of the xen glaucoma treatment system was confirmed as the returned injector had a severely bent needle and was unable to be actuated. It is inconclusive when and where the damage to the needle occurred. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Additional, corrected, and/or changed data: d.10., h.3., h.4., h.6.

Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The event of ocular pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injector stuck and xen®45 gts could not be deployed in the right eye. Physician noted longer surgery and patient discomfort. Surgery was completed with another xen®45 gts.